Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving three inappropriate hv therapies. During initial device interrogation, normal lead impedance values were observed but later high impedance on all three leads and noise on the ra and rv lead was observed. The patient started to have hv therapy. The hv therapy was turned off and the patient was kept on external defib support. Lead revision and replacement of advisory device due to eri was planned. During procedure, all lead measurements were good with the new device. Replacement of device resolved all noise issues. All chronic leads were connected to new device with no resulting issues. Patient¿s condition was fine during and post procedure.

Manufacturer narrative:
No conclusion code available; the reported field event of noise and inappropriate therapy was confirmed in the laboratory and was due to an anomalous supply voltage signal which caused erroneous battery voltage measurements. This anomaly was caused by an intermittent connection of a capacitor to the hybrid.